Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the device delivered malformed staples. There was no reported pt consequence.